Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician encountered difficulty in fixating the lead, as the lead exhibited high thresholds and diminished sensing. The physician tried to fixate the lead in multiple locations in an attempt to improve the parameters, resulting in the patient experiencing edema. The physician subsequently decided that the lead could not be fixated, and implanted a different lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.